Manufacturer narrative:
(B)(4). Per information provided by the customer, carefusion technical support shipped out a replacement gas delivery engine. A returned good authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for eval. As of may 8, 2015, carefusion has not rec'd the alleged faulty gas delivery engine.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the power driver board assembly. This issue will be internally investigated within carefusion.

Event description:
The customer reported a ventilator that alarmed, and stopped ventilating. There was no harm to the pt. Pt was moved to another ventilator. The customer requested an exchange of the gas delivery engine (gde).